Event description:
Loss of capture was reported. The adaptor was explanted and replaced. Two new devices were attempted, but both resulted in no capture. The devices were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected explant date for 2872 adaptor. Evaluation summary: (B) (4) no anomalies found; full lead analyzed. Numerous setscrew marks were on the is-1 pin and more than one are too proximal, indicating the lead was not fully inserted into the device. (B) (4) no anomalies found. (B) (4) no anomalies found.